Event description:
The customer reported to olympus black spots appeared on the ultrasonic bronchofibervideoscope lens. There was no report of patient harm as a results of the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following are the probable causes: noise was generated due to a broken or shorted imaging cable. Noise generated due to imager damage. Noise generated due to circuit board failure. Noise generated due to abnormal continuity caused by internal water immersion. Noise generated due to connector damage or deformation. In addition, the following non-reportable malfunctions were found during the device evaluation: cross-eye of the bending section exceeds the specified angle; cracking of the a-rubber adhesive part; air/water leakage from the insertion tube/bending section; missing ultrasound echo signal, cleaning brush gets caught. Olympus will continue to monitor field performance for this device.